Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 30-jun-2022, UDI#: (B)(4) h3. Analysis of the communicator found micro usb charge port is loose, failed battery charging bench test, and tm90 recharging circuitry is damaged (l3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain. It was reported that the communicator was not taking a charge. The patient mentioned noticing that they were having issues with the communicator; however, they didn't mind it till they got back from the vacation and noticed that communicator was not holding a charge. The patient mentioned that they really started to notice maybe 3 days ago. The patient mentioned using different cords and different outlets. The patient mentioned charging the communicator whole of last night, however, until now, communicator was still not charged. The patient plugged the communicator into an outlet and mentioned that they did not see any light on the communicator. The patient also mentioned that if they would hold the communicator out, they would see a faint light yellow color. A replacement communicator was requested from the repair department.